Manufacturer narrative:
The returned defibrillator was tested and the reported prompt of "needs scv, energy low" was verified. A transfer relay, k2 on the high voltage board was found defective (reported, after eval by the relay MFR, to be a solder problem). K2 and its pair k3 were replaced and proper operation for pt treatment was verified. The hs3000 operating instructions explain that the hs3000 monitors capacitor energy before and immediately after a shock. The messages "energy high" or "energy low" occur at variances of more than +/- 20% from delivered energy as selected. The instructions also explain what to do, should these messages be experienced. Laerdal medical reports that this is a mechanical error of low error frequency for a mechanical component and no corrective action is necessary. A previous eval of this same unit for "check electrodes" prompt found a corroded cable connection to be causing the intermittent pt contact problem. Laerdal medical believes, after this report of "needs svc, energy low" and no energy out to the pt, that the previous condition of "check electrodes" reported on MDR # 9610483-2006-00229 could also have been caused by this k2 failure. Laerdal medical has reported this incident to authorities.

Event description:
During an incident, in a foreign country, in 2000, involving an unk pt in cardiac arrest, this defibrillator charged up as normal and after shocking displayed 1 shock was delivered, but no shock was given to the pt. The unit also displayed "low energy". The battery was replaced with a fully charged battery, but this did not help. Both batteries had been charged per procedure. Another defibrillator was used and shock was given.